Manufacturer narrative:
One used tracheostomy tube was received for product evaluation. Visual inspection revealed a tear in the inflation line at its junction with the tracheostomty tube shaft. No other abnormalities or damages were observed with the returned product sample. A review of the device history record revealed no non-conformities during product manufacturing. The event reporter indicated that the device leak was observed after one week of patient use; therefore, the inflation line is believed to have become damaged after leaving manufacturing, and during customer use. A definite root cause for the torn inflation line was not determined; but, no evidence was found to suggest the reported product fault was related to an intrinsic product problem.

Event description:
A report was received stating that a tracheostomy tube was in use with a patient for approximately 1 week when the cuff was found deflated. The tracheostomy tube was replaced. No incident related medical sequela was reported.